Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that her blood glucose was 426 mg/dl. Customer stated that she treated with an injection that she gave herself 45 minutes ago. Customer stated that she rewound the pump 3 or 4 times last night and then gave up. Customer stated that she could pass the set change and the pump shows numbers ramping. Customer stated that she is holding the act button but she does not physically see the piston moving forward or hear the motor. Customer stated that the piston moves when she wants to rewind the pump, but it would not move forward to meet the pen/pencil in the reservoir compartment. Customer delivered a bolus that she was attempting to give herself last night. Customer checked the bolus history and it showed the delivered amount. Customer stated that the pump passed the displacement test and self test. Customer was advised to do a complete set change and to monitor the pump.